Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: all "lo". Customer performed blood glucose test with a result of "lo" and mother performed another with a result of "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: all "lo". Customer performed blood glucose test with a result of "lo" and mother performed another with a result of "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should hasve been identified as reportable within 30 days of the identification 909/27/2014).